Manufacturer narrative:
Weight, race, ethnicity: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated that, while implanting a 12.6mm vicmo12.6, -10.5 diopter implantable collamer lens into the patient's left eye (os), the lens tore. The lens was implanted, removed, and replaced intraoperatively on (B)(6) 2021 and the problem was resolved. Reportedly, there was no patient injury. The cause of the event is reported as unknown.